Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ 3/14/14: wbmh. Perioperative services. Nicholas forth, md. Height 5¿6¿, weight 269 lbs., bmi 43.5. Diagnosis: ventral hernia. Asa status: 3. Implant procedure: laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial [1dlmcp07/11464125, 20cm x 30cm x 1mm] implant date: (B)(6) 2014 [hospitalization dates unknown] ¿ (B)(6) 2014: wbmh. Michael cook, md. Operative report. [No operative report provided]. ¿ (B)(6) 2014: wbmh. Implant record. ¿mesh dual 20 x 30 x 1 mm¿. Site: abdomen. Model no.: 1dlmcp07. Lot no.: 11464125. Size: 20 x 30. Expiration date: (B)(6) 2016. Manufacturer: w.l. Gore & associates inc. Relevant medical information: ¿ (B)(6) 2015: laparotomy for removal of complex ovarian masses. [No operative report provided]. ¿ (B)(6) 2015 ¿ (B)(6) 2015: ochsner health center. Inpatient hospitalization. O (B)(6) 2015: deepthi murthy, md. Consult note. [Only partial note provided]. White blood cell count 28.14. Chronic abdominal wound infection. 1. Concern for mesh infection. IV vancomycin and oral rifampin. Trying to retain mesh but may not be successful. 2. Diabetes. 3. Obesity. O 2/13/15: abdolazim akhondzadeh, md. Infectious disease consult. Reason for consult: abdominal wall infection. History of present illness: presents with abdominal wall drainage. She had a mesh repair of the hernia march 2014. She also had a laparotomy for the removal of complex ovarian masses (B)(6) 2015. The abdominal incision dehisced and she had fever. She was admitted here with a draining abdominal wound, fever and a white blood cell count greater than 20. Blood cultures are negative, but she has a staph aureus growing from her wound. She has had previous skin and soft tissue abscesses before. She is on intravenous vancomycin. Blood glucose: 258 [70-110]. Assessment and plan: sepsis with tachycardia, fever, leukocytosis, possible source abdominal wound with infected mesh with no sign of redness or erythema, serosanguinous drainage. Local culture grew staph aureus. Continue with antibiotics, local wound care period CT abdomen shows no sign of abscess. Infected mesh should be removed at some point, noted temporary wound vac placement has been planned by surgery. Diabetes mellitus with neuropathic manifestation, on sliding scale insulin at meals and long acting insulin. O (B)(6) 2015: gail parry, cns. Wound care progress note. Applied kci wound vac to abdominal wound. Cleansed abdominal wall with saline. Applied 3m cavilon no sting film barrier to skin surrounding open wound. Placed 2¿ wick of kci white foam in open wound. Placed transparent film on abdominal wall and medium black foam dressing on top of film. Covered foam with large film dressing. Connected to kci vac at 175 mmhg continuous suction. O (B)(6) 2015: abdolazim akhondzadeh, md. Discharge summary. Reason for admission: fever. Principal problem: wound infection after surgery. Hospital course: admitted with a chief complaint of fever, sepsis, history of ventral hernia repair 2014 with mesh and oophorectomy 2014. CT abdomen shows no abscess. Surgery and infectious disease consulted. Wound culture grew mssa and blood culture was negative. Patient requires 4 weeks of intravenous ancef. Wound vac had been placed and patient will follow with surgery as outpatient to consider removing infected mesh in four weeks. Sepsis has resolved and patient afebrile in last 48 hours. Explant preoperative complaints: ¿ (B)(6) 2015: ochsner medical center. Michael cook, md. History and physical [only partial information provided]. Abdominal exam: soft. No distension. There is mild lower abdominal tenderness. Skin: small draining sinus tract. Scant purulence. Assessment: infected hernia mesh, schedule laparoscopic ventral hernia repair with removal of infected mesh. Will repair with biologic. ¿ 4/13/15: ochsner medical center. Michael cook, md. Indications: ¿the patient is a 42-year-old female, who has previously undergone a laparoscopic hernia repair with gore dualmesh. She subsequently had a laparotomy for removal of an ovarian mass. She developed a seroma after this procedure and subsequently an infection. The infection has been well controlled with drainage and antibiotics; however, it will not clear from the mesh. The risks and benefits of the procedure have been explained to the patient, who acknowledges these risks and wishes to proceed.¿ explant procedure: laparoscopic removal of infected mesh. Laparoscopic lysis of adhesions, approximately 1 hour. Explant date: (B)(6), 2015 (hospitalization (B)(6) 2015) ¿ (B)(6) 2015: ochsner medical center. Michael cook, md. Operative report. Preoperative and postoperative diagnoses: infected hernia mesh, morbid obesity and diabetes mellitus. Anesthesia: general. Estimated blood loss: 50 ml. Specimens: infected mesh with capsule. ¿ findings: ¿purulence around mesh, numerous adhesions of small bowel to abdominal wall. ¿ procedure: ¿an incision was made in the left upper quadrant, just off the costal margin. Access to the abdomen was obtained using an optical viewing 11-mm trocar and a 0-degree scope. The underlying bowel was inspected and found to be free of injury. A small space to work with was noted due to multiple adhesions of the bowel and the omentum to the anterior abdominal wall. The scope was ultimately passed through the space between the adhesions and a larger area was identified in the right lateral abdomen. Two 5-mm port were placed in this area. The camera was switched out for an angled 5-mm camera and laparoscopic scissors were used to methodically takedown the adhesions from the anterior abdominal wall. A large amount of adhesions of the small bowel to the lower abdomen was noted. Once these were taken down, the omentum was taken off the anterior abdominal wall using the electrocautery. The total time for lysing adhesions was approximately 1 hour. The mask was completely reperitonealized and was not visible. The capsule around the mesh was opened and a large amount of purulent fluid came out. The mesh was then removed from the anterior abdominal wall. A portion of the capsule was sent for cultures, and the mesh and remainder of the capsule were sent to pathology. A 19-french blake drain was left in the lower abdomen. The abdominal wall was examined and there was no evidence of recurrent hernia, and for this reason and for the patient¿s high-risk with morbid obesity and diabetes, no mesh was placed. The drain was secured with the 2-0 nylon. The insufflation was expelled from the abdomen. The skin over all ports was closed using interrupted 4-0 monocryl deep dermal sutures. Dermabond was applied, and the patient was aroused and transferred to the recovery room in a good condition.¿ ¿ 4/13/15: ochsner medical center. Don hemelt, md. Pathology. Specimen: infected mesh with capsule. Gross description: ¿specimen is labeled infected mesh and capsule. Received in the fresh state, a portion removed for microbiological study and then placed in formalin is a segment of mesh and soft tissue. The mesh has a grayish green color. It measures 20 x 12 x 0.2 cm. Soft tissue portion measures 9 x 4 x 2 cm. The soft tissue has a grayish color and appears edematous, intermixed meshlike material is encountered.¿ final pathologic diagnosis: ¿foreign body mesh material intermixed with dense fibrous tissue foreign body granulomatous inflammatory reaction and granulation tissue and foci of acute inflammation.¿ ¿ 4/17/15: ochsner medical center. Michael cook, md. Discharge summary. Principal problem: infected hernioplasty mesh. Hospital course: patient with infected hernia mesh, admitted for removal. Kept for IV antibiotics due to copious pus around mesh. Kept on IV antibiotics until cultures returned - no growth. Sent home on cipro/flagyl to cover gi flora as well as skin flora. Normal bowel function, pain well controlled at discharge. Significant diagnostic studies: cultures no growth. Instructions: no lifting greater than 10 pounds for 4 weeks. Follow up in 1 week. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2014: wbmh [unknown abbreviation] perioperative services. (B)(6), md. History and physical. History of present illness: ¿patient is a 41 y.o. [Year old] female presents with complaints of diffuse abdominal pain and bulge. Pain is worse with lifting or straining. No n/v [nausea/vomiting]. Normal bm [bowel movement].¿ chief complaint: hernia. Review of systems: gastrointestinal: positive for abdominal pain. Physical exam: abdominal: ¿soft. She exhibits no distension. There is no tenderness. There is no rebound and no guarding. Reducible ventral incisional hernia.¿ assessment/plan: ventral hernia-laparoscopic repair. H/o [history of] dvt/pe-needs clearance to come off blood thinners. Copd. Obesity. (B)(6) 2014: wbmh. Michael w. Cook, md. Indications. ¿this patient presents with reducible ventral hernia and will undergo laparoscopic ventral hernia repair. The patient was seen again in the holding room. The risks and benefits, including but not limited to recurrence and mesh infection requiring removal were explained to the patient, who acknowledges these risks and wishes to proceed.¿ implant date: (B)(6), 2014 [hospitalization dates unknown] (B)(6) 2014: wbmh. (B)(6), md. Operative report. Assistants: none. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: same. Anesthesia: general. Estimated blood loss: minimal. Specimens: none. Complications: none; patient tolerated the procedure well. Findings: multiple small defects along midline incision. Wound classification: clean procedure: ¿the patient was taken to operating room, identified as (B)(6) and the procedure verified as laproscopic ventral hernia repair. A time out was held and the above information confirmed. Prior to the induction of general anesthesia, antibiotic prophylaxis was administered. General endotracheal anesthesia was then administered and tolerated well. After the induction, the abdomen was prepped in the usual sterile fashion. The patient was positioned in the supine position with the arms extended. All ports were injected with a combination of short and long acting local anesthetic prior to incision. An incision was made in the right upper quadrant, just off the costal margin. Access to the abdomen was obtained using an optical viewing 11 mm trochar with a 0 degree laparoscope. A pneumoperitoneum to 15 mm hg was obtained. The underlying bowel was inspected and found to be free of injury. A 5 mm port was placed in the right lateral abdomen to facilitate dissection. Multiple swiss cheese type defects along incision. A combination of blunt dissection and electrocautery were used to reduce the hernia contents back into the abdomen. A 20 x 30 cm piece of gore dualmesh was chosen to cover the defects with 3 cm overlap on all sides. Gore sutures were placed at the superior and inferior margins of the mesh, as welll [sic] as the right and left lateral edges of the mesh. The mesh was rolled up and inserted through the 11 mm trochar, then unrolled within the abdomen. Stab incisions were made on the anterior abdominal wall corresponding to the sutures on the mesh. A gore suture passer was used to grasp the loose ends of the sutures and pull them through the abdominal wall. Once all of the sutures were brought through, they were tied down. The mesh was inspected and found to lie flush with the abdominal wall, and under no tension. The securestrap was used to place tacks at 1 to 1.5 cm intervals around the circumference of the mesh. The insufflation was then expelled from the abdomen, and all ports were removed. The skin over all incisions were closed using 4-0 monocryl deep dermal sutures. Dermabond was applied and the patient was aroused and transferred to the recovery room in stable condition. Instrument, sponge, and needle counts were correct at closure and at the conclusion of the case. There were no immediate complications. Instrument, sponge, and needle counts were correct at closure and at the conclusion of the case. There were no immediate complications.¿ (B)(6) 2014: wbmh. (B)(6), md. Discharge summary. Final diagnosis: ventral hernia. Follow up with surgeon in 2 weeks. No lifting greater than 10 pounds for 6 weeks. Call md for: redness, tenderness, or signs of infection (pain, swelling, redness, odor or green/yellow discharge around incision site), severe uncontrolled pain, temperature > [greater than] 100.4. No dressing needed. (B)(6) 2015: wbmh emergency department [ed]. (B)(6), md. Emergency visit. Chief complaint: ¿post-op problem ¿ surgery on 1/12 sutures came out, mod. [Moderate] amt [amount] drainage.¿ history of present illness: ¿history obtained from patient. This 42 y.o. [Year old] female with past medical history of diabetes, copd, high cholesterol, dvt, pe, htn, and cad presents to the ed via ems [emergency medical services] c/o [complaining of] drainage from incision s/p [status post] bso on 1/12/15 for complicated ovarian cyst. Pt states that she woke this morning to urinate and felt a warm sensation running down her abdomen. She states that she noticed a bloody drainage when she wiped. She states that the drainage has progressively worsened since initial onset. She currently c/o rlq [right lower quadrant] abdominal pain that is unchanged from persistent post-operative pain; she states that this is relieved with hydrocodone at home. She denies associated fever, chills, nausea, vomiting, diarrhea, dysuria, vaginal bleeding, vaginal discharge, and weakness. She states that she is scheduled for her first follow-up appointment on (B)(6) 2015.¿ gastrointestinal: ¿positive for abdominal pain. Negative for nausea, vomiting and diarrhea.¿ number of diagnoses or management options: seroma: surgical wound dehiscence, initial encounter: diagnosis management comments: ¿42-year-old female with a past history of diabetes presents complaining of drainage from the surgical site after a bso on (B)(6) 2015 for koplik it ovarian cyst. Patient states she first noticed this drainage this morning when she stood up from bed. He [sic] does describe as a thin pinkish liquid. She denies nausea, vomiting, fever, diarrhea. She also believes the bottommost portion of her incision is opening. On exam there is superficial separation of the ex-lap incision at the distal 1 cm. Contained within this is a blackish gray eschar and there is persistently draining serous fluid. There is no surrounding cellulitis, induration, fluctuance, and there is no purulent drainage. Patient has mild right lower quadrant tenderness that is unimpressive, and she is without signs of peritonitis. Vital signs initially were significant for mild hypertension and heart rate of 102, on my exam heart rate has declined into the 80s, patient is well-appearing, patient is afebrile. The patient's blood glucose is over 300 today, and she reports this is what her blood glucose normally runs. I have very low suspicion of wound infection or complete wound dehiscence. This most likely represents superficial-moderate depth dehiscence of the wound, possibly secondary to poor healing from the patient's uncontrolled diabetes and seroma. I will obtain basic screening labs and then speak with the patient's obstetrician regarding next appropriate step. The patient's labs are unimpressive. I have spoken with dr. Kline regarding this patient's issues, and he recommends probing the wound to establish how deep it goes, followed by gently opening the wound--cutting the subcuticular suture if necessary--to facilitate wtd [wet to dry] dressings, and establishing home health for wtd at home. I have probed the wound with sterile cotton swab, and the cotton swab penetrates 7.5 cm before hitting resistance. The dehiscent area seems to be broader internally than the small externally opening. Additionally, there is subcuticular suture appreciated to the distal wound that is not connected to the more proximal running stitch. I am unable to identify other suture. Gentle distraction of the incision did not effect enlargement of the opening, which is appr [approximately] 12mm in length and which appears well-healed. I have spoken with dr. Jordan about these findings, and she has spoken with dr. Kline. We have decided to pack the wound with iodoform gauze and have the pt f/u [follow up]. Dr. Jordan has arranged f/u for the pt on 2/10 at 0915. I have prescribed prophylactic antibiotics d/t [due to] pts [patient¿s] multiple comorbidities and poor healing. Additionally, I have arranged home health through the social worker. I have counseled the pt regarding return precautions, appropriate wound care, and regarding the need for f/u. After discharge the patient had complete saturation of her abdominal dressing within 15 minutes and had leakage of serous and [sic] was fluid on the floor of the waiting room. At that time she was brought back to the emergency room and reevaluated. I obtained a CT of the abdomen, which showed larger then externally appreciated opening of the patient's surgical site in the subcutaneous space. It also shows resolution of both abdominal wall seroma and an intra-abdominal seroma behind the patient's previously placed ventral wall mesh. I have spoken with dr. Kline about this who requests transfer of the patient to ochsner main for personal evaluation. I have now received word that drs. Kline and wooldridge have discussed the pt and have asked dr. Cook here at ochsner wb to see pt in the ed. I have spoken with dr. Cook who has seen the pt and who recommends dc [discharge] to home with f/u in his office tomorrow morning. He will check the patient's wound tomorrow, change her packing, and educate her on appropriate wound care at home. He agrees that the wound does not appear to be infected and is not a fascial dehiscence.¿ discharge instructions: ¿ return to the emergency room if you develop fever higher than 100.4, redness spreading outward from your wound, pus leaking from your wound, skin around your wound becoming very hard to the touch, severe abdominal pain, persistent vomiting, or for any other medical concerns. We have arranged for someone to come evaluate your wound and help you with repacking it in 2-3 days at home. See dr. Cook in his office tomorrow. You have an appointment on february 10 at 9:15 am with dr. (B)(6).¿ (B)(6) 2015: wbmh emergency department. Ochs talk technology. (B)(6) md. CT report. Findings: ¿routine CT abdomen pelvis protocol performed without IV contrast. There is near complete resolution of fluid underlying the ventral wall hernia mesh repair, noting limited evaluation without IV contrast. There is fat stranding/inflammation and soft tissue defect in the ventral wall. No new fluid collection. The terminal ileum and appendix are unremarkable. No intraperitoneal free fluid. The uterus and adnexa are grossly unremarkable. Colonic diverticulosis noted. No pericolonic inflammatory change. No dilated loops of small bowel. No intra-abdominal lymphadenopathy. Prior splenectomy noted. The pancreas, kidneys, gallbladder and are grossly unremarkable, noting limited evaluation without IV contrast. Mild hepatomegaly. The abdominal aorta tapers normally. Infrarenal ivc filter noted unchanged in position. Mild inguinal lymphadenopathy unchanged.¿ impression: ¿near complete resolution of fluid collection underlying the ventral wall hernia mesh (previously noted on the (B)(6) 2015 exam). No new fluid collections identified. Prior splenectomy. Mild hepatomegaly. Ivc filter placement, unchanged.¿ (B)(6) 2015: (B)(6) center. Inpatient hospitalization. (B)(6) 2015: (B)(6) md. Ed provider notes. ¿this 42 y.o. Female with a pmhx of copd, dm, hypercholesteremia, dvt, pe, htn and coronary artery disease presents to the ed c/o 3 day hx acute and intermittent fever with associated chills, myalgia, nausea, fatigue, sore throat, rhinorrhea, cough and lack of appetite. She reports her fever ¿broke' sunday at 2:30 pm. Prior treatment stated with ibuprofen. Her last attempted treatment was 4:30 am. No relief reported. Per pt, her bilateral oophorectomy occurred ((B)(6) 2015). Her midline abdominal incision was evaluated this am, when she was directed to the ed for her fever. Pt denies vomiting, ear pain, dysuria, increased urinary frequency and decreased thirst.¿ physical exam: abdominal: ¿soft. Bowel sounds are normal. She exhibits no distension. There is no tenderness. There is no rebound and no guarding. Longitudinal mid -line incision (well healed) except for lower area which is open and has packing present. No erythema. No drainage. No tenderness.¿ diagnosis management comments: ¿this is an emergency evaluation of a critically ill patient. The patient is a 42 [sic] female who presents with fever and body aches. She was being evaluated by her surgeon for wound care today and was sent here for further evaluation. The patient reports body aches, nausea, fever, and rhinorrhea. She denies cough. The patient is febrile and tachycardic. She looks ill. Exam does not suggest meningitis, otitis media, or strep throat. Labs are consistent with an elevated white blood cell count of 29,000. The patient's fever was treated with ibuprofen. She requested a breathing treatment. She was treated with a duoneb. Chest x-ray was negative for pneumonia. Flu test is negative. Urinalysis is negative for infection. I suspect the patient is septic secondary to seeding from her previous intra-abdominal infection. She will be treated with broad-spectrum antibiotics and admitted to the hospital medicine service.¿ ¿CT abdomen and pelvis consistent with resolved intraabdominal infection.¿ ¿dr. Azim--requests repeat CT since there is no etiology of sepsis.¿ clinical impression: ¿the primary encounter diagnosis was sepsis. Diagnoses of fever and infection were also pertinent to this visit.¿ (B)(6) 2015: (B)(6), md. History and physical. Chief complaint: fever, chills. ¿(B)(6) is a 42 y.o. Female.with [sic] pasty [sic] medical history as mention below with history of bilateral oophorectomy 1.12.15,patient complaining of fever, chills, congestion, rhinorrea and feeling weak and fatigued in last few days,patient [sic] has been seen by her gyn [gynecologist] and abdominal wound has been examinated,appear [sic] to be healed, with small amount of drainage,CT [sic] of abdomen show no sign of abscess formation, patient has been given broad spectrum IV abx [antibiotics] and secondary to sepsis,with [sic] tachycardia, fever, leucocytosis [sic], patient will be admitted for further work out.patient [sic] denies cough,abdominal [sic] pain, nausea, vomiting, dysuria, freqency [sic].¿ physical: abdominal: ¿soft. She exhibits no distension. There is no tenderness. Packing on distal incision with no redness.¿ ¿radiology review: CT abdomen, splenectomy: status post anterior abdominal wall hernia repair, no definite forming abscess identified. There is a small amount of fluid and inflammatory changes at the surgical site. No definite forming abscess seen at this time. Small amount of air and inflammatory changes along the midline incision.¿ plan: ¿patient is septic with fever,leucocytosis [sic] and tachycardia,wound [sic] culture and blood culture has been done,will [sic] continue with broad spectrum IV abx and follow cultures.¿ (B)(6) 2015: (B)(6), md. Progress note. Abdomen: ¿abdomen is soft and non-distended. (Lower abdominal incision side with packing,no sign of redness.serosangineus [sic] drainage.) Bowel sounds are normal. There is no abdominal tenderness tenderness [sic].¿ assessment & plan: ¿sepsis with tachycardia, fever, leucocytosis [sic], possible source, abdiominal [sic] wound,with no sign of redness or erythremia [sic], serosnagineus [sic] drainage. Local culture grow [sic] staph auerus, continue with broad spectrum IV abx, local wound care, CT abdomen show no sign of abscess. Consult ID.¿ (B)(6) 2015: (B)(6), md. Infectious disease consult. History of present illness: ¿patient is a 42 y.o. Female presents with abdominal wall drainage.she [sic] had a mesh repair of hernia 3/14. She also had a laparotmy [sic] for the removal of complex ovarian masses (B)(6) 2015. The abdominal incision dehisced and she had fever. She was admitted here with a draining abdominal wound fever and a wbc of >20. Blood cultures are negative but she has a staph aureus growing form her wound. She has had previous skin and soft tissue abscesses before. She is on IV vancomycin.¿ white blood cell count 28.14. Chronic abdominal wound infection. 1. Concern for mesh infection. IV vancomycin and oral rifampin. Trying to retain mesh but may not be successful. 2. Diabetes. 3. Obesity . (B)(6) 2015: (B)(6), md. Progress note. ¿sepsis with tachycardia, fever, leucocytosis [sic], possible source, abdiominal [sic] wound, with no sign of redness or erythremia, serosnagineus [sic] drainage.local [sic] culture grow [sic] staph auerus, continue with vanc and rifampin per ID, local wound care, CT abdomen show no sign of abscess.may [sic] need intervention.¿ (B)(6) 2015: (B)(6), md. Infectious disease consult. ¿1. Concern for mesh infection. IV vanco and po rifampin. Trying to retain mesh but may not be successful. 2. Diabetes. 3. Obesity. She has previously had a splenectomy- this may account for some of her leucocytosis [sic]. Will see if dr. Cook can see her and tell us what he thinks.¿ (B)(6) 2015: (B)(6) md. General surgery consult. Reason for consult: possible infected mesh. ¿patient is a 42 y.o. Female with morbid obesity, history of ventral hernia repair almost a year ago. Had done well with this until she needed oophorectomy for an ovarian mass that was suspicious for cancer. Mesh had to be divided to complete the surgery. Now one month out from this surgery and developed serous drainage from wound a week ago, determined to be a seroma that spontaneously drained. Now with fever and chills, purulent drainage from wound and elevated wbc count.¿ abdomen: ¿soft, nontender, nondistended. No erythema. 1 cm opening at lower pole of incision, purulent drainage.¿ a/p: ¿infected ventral hernia mesh--abx and wound care will help, but will need to be removed eventually. Now is a terrible time to operate (within 6 weeks of recent laparotomy), and would be high risk for fistula formation and other complications. Will try to place wound vac to better drain the pus, and if it cannot be drained through the wound, will ask ir [interventional radiology] to place drain. If we can temporize her for 2-4 weeks, her surgical risk will decrease significantly and I can potentially remove her mesh laparoscopically. Will follow with you.¿ (B)(6) 2015: (B)(6), md. Progress note. ¿....infected mesh should be removed at some point,noted [sic] temporary wound vac placement has been planned by surgery.¿ (B)(6) 2015: (B)(6), md. Infectious disease consult. ¿.... I will change to IV ancef and ask for PICC [peripherally inserted central catheter]. Anticipate abx for 4 weeks.¿ (B)(6) 2015: (B)(6) md. General surgery progress note. ¿pain improved. Fevers resolved, af [afebrile] vss [vital signs stable]. Vac intact, no drainage in cannister. Wbc [white blood cells] down.¿ a/p [assessment/plan]: infected mesh: ¿will need vac set up for home. Will try to temporize with vac +/- abx as per ID. Will need removal of mesh with placement of biologic in 2-4 weeks.¿ (B)(6) 2015: wbmh ed. (B)(6), np. Cosigner: (B)(6), md. Ed visit. ¿this is an urgent evaluation [sic] a 42-year-old woman who presented [sic] emergency department with pain to her prior surgical incision site. Differential diagnosis included wound infection, incision pain, normal wound healing. On physical exam, patient was in no acute distress. Patient has a p1cc line in place in the right upper extremity for which she is receiving IV antibiotics at this time. Incision site does not have any purulent drainage or erythema. Patient's vital signs are within normal limits. Patient was treated in the emergency department with dilaudid and zofran with complete resolution of symptoms. She'll be discharged home at this time with a prescription for norco and zofran and instructions to follow with her primary care physician as scheduled. Return precautions were given.¿ ¿.... Presenting with continued abdominal pain. She states recent incision infection and discharged home with PICC line and to have wound vac placed tomorrow. She denies any increase in pain, denies fever or vomiting but states she was not discharged home with pain medication. Pain is positional, no prior treatment, no alleviating factors.¿ ¿pt is a 42 y.o. Female presenting with complaint of continued pain to prior surgical incision. She states nausea associated. She was discharged saturday for wound infection, is receiving home antibiotics through p1cc and will receive wound vac tomorrow. She denies fever, there is no fever or tachycardia, there is a delayed area of healing to distal incision, no evidence of infection. I do not suspect intraabdominal infection or further surgical etiology at this time. Denies dysuria. She was provided hydromorphone and zofran with complete symptom resolution prior to discharge. Norco and zofran provided for pain, outpatient follow up advise and return instructions discussed.¿ explant preoperative complaints: (B)(6) 2015: (B)(6) center [omc]. (B)(6), md. History and physical. History of present illness: ¿patient is a 42 y.o. Female with morbid obesity and history of lap ventral hernia repair by me. She has recently had to undergo oophorectomy by gyn oncology and they had to go through her mesh. She subsequently developed a seroma which became infected. Pain is well controlled and she has little drainage from her wound. With splenectomy, diabetes and her smoking history I do not think we can wait to definitively treat her infected mesh, even though she would benefit from weight loss first (considering sleeve gastrectomy). (B)(6) 2015: omc. (B)(6) md. Hospital medicine consult. Reason for consult: medical management. History of present illness: ¿ms. (B)(6) is a 42 y.o. Female known to me with a pmhx significant for hypertension, hyperlipidemia (ldl incalculable sept 2014), type 2 diabetes mellitus (hba1c 15.0% jan 2015), paroxysmal atrial fibrillation (chads2 score 2) not on chronic anticoagulation, copd, history of pe/dvt, bipolar I disorder, obesity (bmi 39.4, and tobacco abuse who presents to omc-wb for a planned removal of an infected mesh placed for a ventral hernia. She reports that the pain is well-controlled as long as she gets herself in a comfortable position and avoid moving around too much. She is tolerating a diet but has not passed flatus or had a bowel movement yet. She denies any fevers, chills, chest pains, or shortness of breath. She says that she takes lantus 35 units twice daily, and novolog 10-15 units sliding scale with meals. She checks her fingerstick glucose 3-4 times daily and watches her meals. Her pre-meal glucose has been averaging around 120mg/dl, and is with an average post-meal glucose 300-340mg/dl. Her morning glucose has been around 140-200mg/dl she report compliance with her oral medications, and says that since the infection, her glucose has been more difficult to control.¿ abdominal exam: ¿soft; nontender to palpation, bowel sounds hypoactive but present; laparoscopic incisions intact and dry, right-sided jp drain in place with bloody drainage.¿ plan: 1. Removal of infected mesh & lysis of adhesions: ¿management as per primary team.¿ (B)(6) 2015: omc. (B)(6), md. Hospital medicine consult. Reason for consult: medical management. Abdominal exam: ¿soft; nontender to palpation, bowel sounds hypoactive but present; laparoscopic incisions intact and dry, right-sided jp drain in place with bloody drainage.¿ plan: 1. Removal of infected mesh & lysis of adhesions: ¿management as per primary team. Added vancomycin given her h/a mrsa infections.¿ relevant medical information: (B)(6) 2015: wbmh ed. (B)(6) iii, md. Ed visit. Chief complaint: abdominal pain ¿ intermittent sharp ruq [right upper quadrant] pain x 1 day. History & physical: ¿43 yo female with copd, dm, hypercholesterolemia, cad and htn presents to the ed complaining of intermittent, sharp pain to right upper abdominal quadrant that radiates under her right breast, which began yesterday. Pain is worse with movement, coughing, sneezing and breathing. She states this pain feels similar to pain she had when she was last diagnosed with pneumonia. She denies fever, n [nausea]/v [vomiting]/d [diarrhea], cp [chest pain] and sob [shortness of breath]. She reports being evaluated in this facility on the (B)(6) 2015 for lower abdominal pain and rectal bleeding. She was prescribed protonix and glycolax at that time and states these medications helped ¿for about a week¿. No current rectal bleeding. She states she is also concerned that this may be a pulled muscle but denies any recent trauma or heavy lifting. She reports having a prior endoscopy a year ago but has not been evaluated by a gi for her current symptoms. No otc [over the counter] medications attempted prior to arrival.¿ gastrointestinal: ¿positive for abdominal pain. Negative for nausea, vomiting and diarrhea.¿ abdominal: ¿soft. Bowel sounds are normal. She exhibits no distension and no mass. There is tenderness (r [right] low chest wall/ruq). There is no rebound and no guarding.¿ diagnosis management comments: ¿I have reviewed her medical records and she was evaluated in this facility approximately 1.5 weeks ago for low abdominal pain or rectal bleeding, at which time she had a normal CT of the abdomen. On exam she has tenderness to palpation of the right upper quadrant and right low chest wall with no abnormalities of the skin and no peritoneal signs. Her cardiopulmonary exam is unremarkable. She is tachycardic. The differential diagnosis includes cholecystitis, duodenitis, peptic ulcer disease, renal stone, pyelonephritis, low pneumonia, chest wall pain, appendicitis. Laboratory evaluation significant for white blood cell count of 19 with no bandemia and a glucose of 420 with no suggestion of dka [diabetic ketoacidosis]. Because [sic]for leukocytosis I have ordered a repeat CT of the abdomen and it does not reveal any acute pathology. Repeat exam reveals that the patient's tenderness is much more severe to the right low chest wall, suggesting chest wall etiology for this pain. I am recommending anti-inflammatory treatment and will also prescribe pain medication. Follow-up recommended, return precautions given. Patient counseled regarding her hyperglycemia.¿ clinical impression: ¿the primary encounter diagnosis was chest wall pain. A diagnosis of leukocytosis was also pertinent to this visit.¿ discharge instructions: ¿please return to the emergency room if you develop fever higher than 100.4°, persistent vomiting, or for any other medical concerns.¿ (B)(6) 2015: wbmh. (B)(6), md. CT report. Impression: ¿1. No detrimental change, acute process, or CT findings identified to explain patient's history of right sided abdominal pain when compared to (B)(6) 2015. 2. Hepatomegaly and hepatic steatosis. 3. Diverticulosis coil without diverticulitis. 4. Prior splenectomy. 5. Grossly stable additional findings as above.¿

Manufacturer narrative:
D4: added serial #, catalog #, expiration date, UDI #. H4: added device manufacture date. H6: updated type of investigation code and investigation findings code. Conclusion code remains the same. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2014 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, recurrent hernia, adhesions, surgery to remove mesh, severe and chronic pain/discomfort. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as¿no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.